Event description:
It was reported to the manufacturer by the end user, per the end user, the administrator states that while rolling the resident to the side during a bath, the air mattress didn't seem to support the resident causing the resident to slide out of the bed. The resident sustained a skin tear to the right elbow and was transported to the ER for evaluation. Complaint#s (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.